Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had previous open heart surgery and had foot-long incision on chest. Patient reported that the lifevest rubbed against the incision and caused an infection. There was no alleged device malfunction contributing to the irritation. The patient reported working with a nurse and their surgeon to treat the skin irritation. Follow up indicated that the skin irritation improved.